Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 3.00x16mm promus element¿ drug eluting stent was selected to treat the lesion however, the physician noticed under fluoroscopy that the stent had shortened. The physician pulled back the device but could not pulled out the device, so the physician deployed the stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).